Event description:
It was reported that balloon rupture occurred. A 2.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 16 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported, and the patient was fine.